Event description:
As reported, the color of the indicator window did not change on a 5f exoseal vascular closure device (vcd). The device was withdrawn, and manual pressure was used to stop the bleeding. When it is out of the body, it is attempted to press and release. Excess force was needed to fully depress the button. The button did not depress half way only, but was able to be depressed. The plug fell out of the exoseal vcd shaft upon removal from the patient. The plug was found 1/3 in the shaft inside the shaft. There was no reported patient injury. The plug was attempted to be deployed inside the body. The exoseal vcd and vascular sheath introducer were retracted together but, the indicator window did not change color. The patient was admitted to the hospital for transcatheter arterial chemoembolization (tace) surgery due to liver cancer. The femoral artery was punctured, and an unknown microcatheter was pushed to the target artery for tumor blood supply. The drug loaded microspheres were injected through the catheter for embolization to play the role of chemoembolization. After the treatment, the catheter was withdrawn, the unknown 5f short sheath was retained, and the exoseal was used to block the puncture point for hemostasis. The vcd is pushed into the short sheath at 45 degrees, and the pushing is stopped at the mark belt of the delivery rod. The short sheath is pulled back until the guide wire cover and the handle of the indicator are fully fitted. The short sheath and the vcd are removed at the same time, and the pulsatile blood flow of the blood return indicator is observed. When the blood flow is significantly reduced, the indicator window is observed. The blood flow stops, and the indicator window is still black-white without changing color. The procedure used a retrograde approach. The user was trained to the device. The exoseal vcd was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no difficulty deploying the plug. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The bleed-back indicator was not visibly damaged. There was no difficulty deploying the plug. There was pulsitile bleeding of the puncture site immediately noted upon removal of the exoseal vcd and sheath. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was fully depressed and flushed against the handle. The indicator window was not showing solid black at this time. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately1-2 seconds after depressing the deployment button. Procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, the color of the indicator window did not change on a 5f exoseal vascular closure device (vcd). The device was withdrawn, and manual pressure was used to stop the bleeding. When it is out of the body, it is attempted to press and release. Excess force was needed to fully depress the button. The button did not depress halfway only but was able to be depressed. The plug fell out of the exoseal vcd shaft upon removal from the patient. The plug was found 1/3 inside the shaft. There was no reported patient injury. The plug was attempted to be deployed inside the body. The patient was admitted to the hospital for transcatheter arterial chemoembolization (tace) surgery due to liver cancer. The procedure used a retrograde approach. The femoral artery was punctured, and an unknown microcatheter was pushed to the target artery for tumor blood supply. The drug loaded microspheres were injected through the catheter for embolization to play the role of chemoembolization. After the treatment, the catheter was withdrawn, the unknown 5f short sheath was retained, and the exoseal was used to block the puncture point for hemostasis. The user was trained to the device. The exoseal vcd was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vcd is pushed into the short sheath at 45 degrees, and the pushing is stopped at the mark belt of the delivery rod. The short sheath is pulled back until the guide wire cover and the handle of the indicator are fully fitted. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The short sheath and the vcd are removed at the same time, and the pulsatile blood flow of the blood return indicator is observed. When the blood flow is significantly reduced, the indicator window is observed. The blood flow stops, and the indicator window is still black/white without changing color. The bleed-back indicator was not visibly damaged. There was no difficulty deploying the plug. There was pulsitile bleeding of the puncture site immediately noted upon removal of the exoseal vcd and sheath. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was fully depressed and flushed against the handle. The indicator window was not showing solid black at this time. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately1-2 seconds after depressing the deployment button. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Part 2 of 2: one non-sterile 5f exoseal vascular closure device (vcd) was received for analysis inserted into an unknown sheath introducer. The guard was depressed, and the plug was fully deployed. The indicator window was received in black/white/red position as expected. Blood residues were found along the unit. Per dimensional analysis, measurements of the ID of the delivery shaft were taken and were found within specification. Per functional analysis, the guard and indicator wire could not be reset due to the condition of the unit was received. The unit was opened, and the 3 stages of the indicator window were achieved manually since the unit was received already deployed. No anomalies were found during functional analysis. Per microscopic analysis, the unit was opened, and no damages/anomalies were found to the exoseal components. A product history record (phr) review of lot 18073971 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator window-no change to indicator¿ was not confirmed since the device passed functional analysis and was received in black/red/white position as expected. The reported ¿vascular closure device (vcd) deployment difficulty-premature deployment¿ could not be confirmed since there were no anomalies found during visual or dimensional analysis, and the device was received in a deployed condition. The root cause of the reported failures could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics and/or procedural/handling factors may have contributed to the reported no change to indicator since the device passed functional analysis with the indicator window, and was able to be deployed outside the patient. However, it is not possible to determine what factors may have contributed to the premature deployment of the plug due to the received condition. However, since it was reported that the user attempted to depress the button, it¿s possible that the plug deployed partially with button movement. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU states, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Additionally, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way as was done in this case. Neither the phr review nor the product analysis of the returned device suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.